Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call high blood glucose, battery out limit alarm and keypad anomaly. Customer's blood glucose reading was 453 mg/dl. Customer treated their high blood glucose via manual syringe. Customer was advised a replacement battery cap would be sent out due to battery out limit alarm. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were hard to press and unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device had no button error alarm noted during testing. However, it had intermittent buttons response due to flattened esc, act and up buttons dome switch. No unlocked lcd keypad connector noted. However, the device passed operating currents, self-test, unexpected restart error test and displacement test. No unexpected battery out limit alarm noted during testing. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address label and stained serial number label.